Event description:
The customer reported that there was a filament regulator error. This error requires the user to press any key to continue. There is no report of pt injury or death. This is a reportable event.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.